Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual, tactile examination, and microscopic examination of the hypotube found multiple kinks along the shaft and a break at 32cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis revealed there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 30-may-2024. It was reported that crossing difficulties occurred. The more than 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was stable post procedure. However, returned device analysis revealed hypotube break.